Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the replenishment was not dropping for hepatitis b vaccine (engerix-b) 10 mcg/0.5 ml pfs. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the replenishment was not dropped for med ID. A technical support specialist generated the inventory report on both the station and the server. It was verified that the inventory count for the medication identifier matched on both ends. An inventory count message was then sent to the customer for confirmation. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist rectified the issue